Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated they were charging the implanted neurostimulator yesterday; pt stated they stopped the ins recharge for a minute and when they came back to start the charge again the controller was off and would not respond to anything. Patient stated they had been recharging the ins for about 20 minutes before they stopped recharging. Patient removed the li battery and plugged the controller into ac power. Patient stated the controller does power on. Patient put the li battery back in and stated the green light is not flashing. Pt tried to reseat the li battery but that did not resolve the issue. Patient verified no visible damage to the controller battery compartment pins. Patient stated this is the first time they have taken the li battery out of the controller. Reviewed the li battery longevity. The issue was not r esolved. An email was sent to the repair department to replace the battery pack.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745bp (serial:(B)(6); product type: 0001-accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97745bp. Serial# (B)(6). Product type: accessory. H3. Analysis of the battery pack found the complaint could not be verified, but a nonconformance was found. The battery pack tab was broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.